Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received fully deployed, the download data showed that 46 pulses were delivered before being deactivated, all pulses being first prime. The bottom housing cannula window and eseal were checked for damages and no issues were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or deficiencies were found that would have caused the needle mechanism to not deploy. Because the device was received fully deployed after first prime was completed, the ratchet gear was inspected for any damages that would cause the firing flat to line up with the release bar earlier than expected. Inspection of the ratchet gear found no damages, indicating that the ratchet gear was incorrectly installed. No other damages or deficiencies were observed during the investigation.